Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the rotor motor was making a loud noise when in motion and the door would not open. The representative replaced the rotor motor and gantry motion controller. The first gantry motion controller was bai (bad at install) and the rep used the 2nd one which resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. Devices are currently at medtronic and under analysis. Device manufacturing date is not available at the time of install. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) 2018 sfdc (hcp, rep): medtronic received information regarding an imaging device being used outside of procedure. It was reported that the imaging system is experiencing issues with opening the gantry door. There was no patient present when this issue was identified.

Manufacturer narrative:
Analysis on the returned rotor tractor drive assembly resulted in no failure being found through functional testing and visual/physical examination. Analysis states that there was no internal opens or shorts in motor assembly. Test tractor drive assembly with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. Drive assembly functioned as normal. Passed visual inspection. No fault found. Analysis on the returned gantry motion control box resulted in an electrical failure being found through functional testing and visual/physical examination. Analysis states that the tilt was functional however calibration was terminated because rotor motor made loud grinding sound and rotor movement was jittery. Failed motion calibration. Faulty motion control box. Analysis on the returned motor control resulted in an electrical failure being found through functional and performance testing, and visual/physical examination. Analysis states that the motion and generator was ready, charging and communication were successful. In validate home failed; gantry door was unable to open. If information is provided in the future, a supplemental report will be issued.